Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 700 mg/dl; cause was unknown. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.